Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. Iol returned positioned incorrectly in the iol case; the lens is pressed down the lens case base well. Solution is dried on the iol. One haptic is broken/torn and is returned, the other haptic is deformed. The optic is deformed and fractured. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. We are unable to determine the root cause for the reported complaint " iol was damaged". The iol was subject to handling. The reported damaged was observed "during surgery (product use/insertion)". Solution is dried on the returned iol. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. It is unknown if qualifying viscoelastic was used in the procedure. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, iol was damaged. Additional information has been requested but is not available at the time of this report.